Manufacturer narrative:
Updated sections: h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument for failure analysis evaluation. The instrument was tested using an in-house system and passed both recognition and engagement tests. It exhibited intuitive movement with a full range of motion in all directions, and the grip tips opened and closed as intended. The instrument was found to be fully functional.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis; however, the failure analysis evaluation has not been completed. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed the following possible related system errors: inserted tool was not accepted.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the jaws of the prograsp forceps instrument, installed on universal surgical manipulator (usm) #1, became locked and would not release while grasping liver tissue. The patient began to bleed, and the procedure was converted to open surgery. When the surgeon attempted to unclamp the instrument from the liver bed, the jaws failed to open. An error message was observed during the event. As a result, the patient began to bleed, and the procedure was converted to open surgery. The following information is unknown: how the prograsp forceps instrument was removed, the estimated blood loss, and what medical intervention was rendered due to the complication. After the procedure, an intuitive surgical inc. (Isi) technical support engineer (tse) was consulted. Upon reviewing the error logs, an error was noted on usm #1. The customer informed the tse that they attempted to troubleshoot usm #1 by installing and removing a different, unspecified instrument. No issues or errors were reported during this process.